Manufacturer narrative:
This is a retrospective filing following an audit of complaint files following an unrelated malfunction of this system type. No complications or adverse effects from the device were reported as a result of the broken rod. Device is not available for evaluation. It is implanted in patient and there are no plans that we know of that it will be explanted. Visual, radiographic, chemical composition, metallographic examination and mechanical tests performed did not reveal any anomalies and verified material compliance.

Event description:
During routine postoperative radiographic examination, a rod in a lumbar fixation system implanted in this patient was observed to be broken. The physician reported that the patient was doing fine and had no symptoms and that he had no plans to replace the rod.